Manufacturer narrative:
During a routine preventive maintenance (pm) of an infusion pump, the device failed the 30 psi occlusion test, with results measuring at 18 psi. Upon further inspection, it was noted that the device was missing a caution label. The sponge pad and the battery were replaced. A review of the serial number history found no similar complaints for this device. The root cause is unknown at this time. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).

Event description:
During a routine preventive maintenance (pm) of an infusion pump, the device failed the 30 psi occlusion test, with results measuring at 18 psi. No patient involvement was reported.